Event description:
It was reported to philips that the system could not start-up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer who reported that the software was unable to start up normally and restarting the system did not resolve the issue. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and assessment of the system log files determined that the system software was defective. The fse reinstalled the system software. After the software was reinstalled, the system was returned to use in good working order. The codes were updated based on the investigation outcome.